Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a procedure wherein the implantable pulse generator (ipg) was replaced with a different model for an unknown reason. The patient did well post-operatively.